Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve the reported issue, the gantry motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, when attempting to open the door of the gantry on the imaging system, the gantry would move in the z-direction. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not confirmed as the motion controller passed all test and functioned normally.